Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. It should be noted that IFU, cdc, trek rx and mini trek rx, global, instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The tenku device is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified, concentric lesion in the non tortuous mid left anterior descending coronary artery. The 2.5x12 mm tenku rx balloon dilatation catheter (bdc) was not soaked prior to use. The bdc was advanced without resistance, but the balloon ruptured during the first inflation to 8 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.